Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with fortaz (dosage, frequency, and route not reported). The cause of the peritonitis was unknown. The patient recovered from this event and pd therapy was ongoing. Additional information was requested but is not available.